Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had reported an error code. However, upon receipt of the unit for evaluation by covidien, a preliminary investigation found that when the rem function was tested, the rem light stayed green and allowed the unit to be activated significantly outside of acceptable limits. When a rem connector with a center post is connected, the rem light went green and the unit could be activated, as long as the resistance across the pins was greater than 5 ohms (all the way to completely open).

Manufacturer narrative:
(B)(4). One used forcefx generator was received for evaluation. The investigation of the unit found that the rem contact quality monitoring system was functioning well out of specification. Specifically, the rem voltage was found to be low out of specification and the torque seal on the potentiometer r96 was broken. The investigation isolated the failure to the rem voltage but a root cause was not identified. To address this condition, the potentiometer r96 for the rem voltage was adjusted to specification. A review of the appropriate device history records indicates that this serial number was released meeting all specifications as manufactured.